Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.4: the initial reporter notified the FDA on nov-2024. Medwatch report # mw3300300000-2024-8014 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tube repeatedly pops out of the clear vacutainer holder when drawing blood on unspecified number of devices. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tube repeatedly pops out of the clear vacutainer holder when drawing blood on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
Investigation summary - bd had not received samples or photos for investigation. Therefore, 50 sets of retention samples from bd inventory were evaluated by visual examination and no abnormalities such as damage or molding defects of luer adapter thread were found as all samples met specifications. Additionally, the luer adapters of retained samples of 8 sets were connected to bd holders, bd blood collection tubes (6 pieces) were inserted and the issue of tube pushed off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube pushed off based on the retain testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.